Event description:
Patient has fallen and fractured a vertebra. It is not yet possible to say whether a defect in the joint is the reason for the fall. A new foot was fitted. During the first test walk, the knee joint had no resistance. After the fall, everything was as it should be. Customer wanted to walk with the new foot for the first time. He was on a straight surface during the fitting. During the test, the joint had no resistance and the customer fell backwards to the ground.according to the customer, the joint had not given any signals before or after the fall. After the fall, the joint functioned normally. I cannot say whether the joint was reset as the fall did not happen at our place. Lumbar vertebrae fractured several times, conservative with 12-week support corset.

Event description:
Patient has fallen and fractured a vertebra. It is not yet possible to say whether a defect in the joint is the reason for the fall.